Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was found to have a tip broken off. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint regarding the tip is broken off was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.